Event description:
Account alleged that the bed is in the low position and none of the bed functions are operating. Account requested a replacement of the power control module. No injury reported. Facility has not completed repairs to the bed.